Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the inter operative fluoroscopy showed a possible fracture for the 7mm peek device. It was decided to leave the cage in situ upon physical inspection. No time was added to the surgery and no injury to the patient was noted.